Event description:
It was reported that two weeks after the implant, the patient was brought back in to have a left ventricular lead placed. The atrial and right ventricular leads were removed from the existing device and the left ventricular lead was implanted. The right ventricular lead was then inserted back into the header but the setscrew would not engage. After multiple attempts, the physician made the decision to implant a new device. The existing device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a grommet issue. The returned device indicated foreign material on set screw, a damaged set screw and set screws found in the connector bore. The analyst indicated foreign material was found on the bottom surface of the rv grommet, the atrial and lv setscrews were obstructing their respective connector bores and that blood / body fluid was present in the rv connector bore. The analyst further indicated that foreign material was found in the bottom of the rv setscrew socket and that the rv setscrew socket was damaged.